Manufacturer narrative:
Comment by manufacturer: we will not be able to finalize investigation in time for the 30 day time limit, why this is an initial report. We are in the process of identifying the actual involved products - it is not unlikely these has already been reported in other complaints, but we need to know for sure.

Event description:
As reported by local customer service: defective m&rie receivers. Multiple issues with m&rie receivers. They are producing a very loud screeching sound sporadically. Sometimes it happens during programming, and sometimes it happens when the patient is at home. Patient went to his aud, and she called tech support. Tech support said the patient could go to the doctor if he wanted. The customer is testing the patient's hearing again next week to make sure there's no loss of hearing. Safety complaints have been submitted. Questionnaire: was the sound painful and/or did it cause harm to the patient or other person? Yes. Has the patient been in contact with a professional? Yes. Please choose the duration of the sound? Up to 10 seconds. What type of receiver? Low power.

Event description:
As reported by local customer service: defective m&rie receivers. Multiple issues with m&rie receivers. They are producing a very loud screeching sound sporadically. Sometimes it happens during programming, and sometimes it happens when the patient is at home. Patient went to his aud, and she called tech support. Tech support said the patient could go to the doctor if he wanted. The customer is testing the patient's hearing again next week to make sure there's no loss of hearing. Safety complaints have been submitted. Questionnaire: was the sound painful and/or did it cause harm to the patient or other person? Yes. Has the patient been in contact with a professional? Yes. Please choose the duration of the sound? Up to 10 seconds. What type of receiver? Low power.

Manufacturer narrative:
Gn hearing a/s has become aware that this MDR report failed submission to FDA without our notice. The FDA help desk has advised to re-submit the reports. This is a re-submission of existing MDR follow up submitted on 05jul2021. The case has been reviewed from a clinical perspective. Customer reported: - hcp reports loud feedback with m&rie receivers. This has happened during programming and when wearing devices at home. - end user also heard a loud acoustic sound when batteries died. - end user is now experiencing tinnitus and his ear hurts due to the loud feedback. - after follow-up, end user reports that pain in ear is now gone, but that he still notices that tinnitus is louder. - follow-up hearing test revealed stable thresholds. - follow-up tinnitus test revealed minor changes, but tinnitus did not appear to be objectively worse. Clinical evaluation of the event: the case description highly indicates that the described issue is feedback. Although it can be unpleasant, feedback is a known and accepted side effect to hearing aid amplification. Recommendation is to pay extra attention to the max stable gain curve for the m&rie receivers, as these have different tolerances than the normal receivers. Clinical conclusion on the case is that it cannot be excluded that the feedback, caused by the hearing aids, has contributed to a small increase in tinnitus. Clinical evaluation according to 0378040 clin eval plan&rpt,ha&tsg the clinical evaluation for the device family does evaluate loud sounds and this is addressed in the risk analysis and mitigated to an acceptable limit by built-in protective measures in the device design. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. After completion of the investigation, this case is no longer considered reportable to FDA, as feedback can be unpleasant, but is a known and accepted side effect to hearing aid amplification.